Event description:
New information received indicated that the implantable cardioverter defibrillator exhibited additional episodes of charge time limited exceeded. No intervention was performed, and the patient will further be monitored. There were no patient consequences.

Manufacturer narrative:
Correction - updated reporter name and address on field e1.

Event description:
It was reported that the patient presented to the emergency room. Upon review, a charge time limit exceeded alert was noted where the implantable cardioverter defibrillator failed to charge during a capacitor maintenance check. No intervention was performed, and the patient will further be monitored. The patient was in stable condition.